Event description:
Caller tested 6.1 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.